Event description:
Baxter sales representative reported to baxter corporate product surveillance a 4 way large bore stopcock extension set in which a leak occurred at the connection to a gelco angiocatheter. According to the report, the staff stated it was difficult to make the connection, which resulted in a leak. The leak occurred at the initiation of therapy. The alleged defect occurred in the labor and delivery department. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.